Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff had to reboot the system a couple of times, and it returned to full function. Staff were able to complete the procedure without further incident. Customer provided no procedural or pt info other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) discussed the report of no fluoro with the biomed. After the no fluoro event at start up, the technicians rebooted the system a couple times and were able to fluoro. The customer stated they have used system since then without issue. Fse troubleshot system and was unable to duplicated any problems. System was checked per service checklist (B)(4) and returned to the customer for service. On (B)(4)fse did an inservice for the operating room techs on system functions and messages that occur in certain situations for troubleshooting. On (B)(4) fse contacted customer who said that there had been no further issues.